Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Post-paced t-wave oversensing was noted on the ventricular lead. The patient did not receive any therapy during the oversensing. Oversensing was noted on the stored egm. Programming changes were made. Dft and further actions will be discussed with the physician. The patient was stable throughout the device interrogation.